Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's reservoir had air bubbles. Blood glucose was unknown. No troubleshooting was performed , customer was not available at the time of call. Advised customer's mother to call back to complete the air bubbles troubleshooting.